Event description:
The customer reported the generation of erroneously low glucose (glu) and phosphorous (phos) patient results and photometric error on their dxc 700 au chemistry analyzer. The erroneous patient results were reported out of laboratory and were later amended. Customer stated treatment was changed for five (5) patients due to low phosphorous results and four (4) patients were treated with intravenous (IV) phosphorous fluid. The customer confirmed there was no harm to the patients.

Manufacturer narrative:
Beckman coulter quality assurance (qa) investigator followed up with customer on 05 october 2022. Customer confirmed that four patient treatments were affected due to low phos patient results. Customer confirmed patients were not affected due to low glu results. Customer confirmed that the four (4) patients were treated with intravenous (IV) phosphorous fluid and IV phos fluid was stopped once the corrected reports were sent. Customer confirmed that one (1) patient was about to get IV phos fluid, but the nurse stopped as soon as they got the corrected result. Customer confirmed that there was no negative outcome and there was no harm to the patients due to this event. No additional information was provided. Beckman coulter customer technical specialist (cts) guided customer to shut down the analyzer by em (emergency) stop and reset. Then, cts performed w1 wash and quality control and repeated the low samples. Cts verified system performance and no further issues were reported. Patirnts age or date of birth, weight, and ethnicity: not provided by customer. The beckman coulter internal identifier (B)(4). Refer to beckman coulter internal identifiers (B)(4) for aforementioned affected patients.